Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the rear case of device. After observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device battery pin was broken. In this state, the device may power off and defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.